Event description:
It was reported that during a stapled hemorrhoidectomy according to longo's technique, the stapler cut and applied the staples only in half the circumference. In the remaining part of the circumference, the staples were not applied and the knife did not cut. The case was finished by hand suturing. There were no adverse pt consequences.